Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the reason for call was caller said patient said her device is dead and that it didn't work. Hcp will explant in 2 weeks. Troubleshooting was not required. The issue was not resolved through troubleshooting.